Event description:
Customer alleged product is only 5 months old and that when customer goes over a threshold or bump, the chair stops. No injury alleged.

Manufacturer narrative:
(B)(4) has been initiated for this issue. Model m41srb, serial number/date code (B)(4) is approximately 5 months old. The owner's manual part number 1143206 rev g (feb-09) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The dealer called stating that the left side motor allegedly went out. When the consumer goes over a threshold or bump the chair will stop. Invacare tech support helped dealer determine that the left motor had a problem. The damaged motor is to be returned to invacae for an inspection / evaluation. No injury alleged.